Event description:
Patient was revised to address tibial loosening and poly wear of the insert.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product info required to review the device history records was not provided. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about reported device loosening or polyethylene wear; however, polyethylene wear after approximately 17-years implantation should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info be rec'd, the investigation will be re-opened.